Manufacturer narrative:
The licox probe was received without its protecting sheath. Air bubbles were observed along the probe: they may be related to the fact that the device was used 5 months ago and was not stored with its protecting sheath. The probe was tested and displayed a value of 62.4mmhg instead of 142-159mmhg. This low value is related to the lack of electrolytic solution (air bubbles) in the probe. The complaint stating the probe malfunctioned showing big jumps in values is not verified on the received device. The probe investigation could not determine the exact cause of the complaint.

Manufacturer narrative:
Complementary information received on 25feb2019: after implantation of the device on (B)(6) 2019, the dysfunction was observed within minutes. There was no patient consequence as a result of the dysfunction. The 54 year old female patient's underlying medical condition was head trauma. The device was removed on (B)(6) 2019 and the medical team used another unit to continue patient monitoring. It was reported that the patient was feeling better.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
No device was available for investigation. The device history records review did not reveal any anomaly that could explain the reported event. The complaint was unconfirmed. Without actual device to analyze, no root cause could be determined (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the ip2p (kit containing cc1.p1 and the ip2 introducer) did not operate properly. The date of the incident was not specified. The monitor showed "big jump" in values that the customer reported did not make any sense. The monitor showed an error message and it indicated the probe was not reading correctly. Additional information has been requested.